Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed the left ventricular (lv) lead pacing impedance was out of range high. There were patient alerts for out of tolerance subthreshold lead impedance (B)(6) 2012. Weekly pace lead trend data shows an abrupt increase for max lv perm pace impedance equal to 323 to 3439 ohms peak between (B)(6) 2012. Concomitant product: 4076 implantable pacing lead (B)(6) 2010, 6947 implantable defibrillation lead (B)(6) 2005. (B)(4).

Event description:
It was reported the left ventricular (lv) lead impedance had been fluctuating with the lv tip to rv (right ventricular) coil configuration for approximately four months and that a lead warning was noted. It was noted that the lv lead capture was never compromised and no noise was noted. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.